Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot/serial number was not provided; therefore, the device history review could not be performed.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by an operating room nurse that a cottle septum elevator d/e 9 grad broke inside the patient. The piece had to be recovered from the patient which caused a 30 minute delay in the procedure. Additional information has been requested.